Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced dyspareunia located in the posterior fourchette. It was noted that this was a new onset pain with intercourse and a new partner. The patient was prescribed estrace cream, topically every bedtime, on (B)(6) 2016. The event was considered not recovered/not resolved (continuing). If additional information is received, a follow up report will be sent.